Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed as described table pivots a little bit each way when locked in 0 position. Fse replaced pivot arret assembly in system, also removed the brake assembly and cleaned the brake assembly thoroughly. Review of the log file showed small unsolicited table pivot angles are visible. Malfunction can be confirmed, root caused was not confirmed, the fse took the correct action with replacement of pivot assy. After putting back together and getting the pivot arret in place and all adjusted and tight then tested pivot for proper function. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code and health impact codes were corrected.

Event description:
It has been reported to philips that the table drifted and pivoted on its own. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.